Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported problem was able to be duplicated. Fluid ingression and contamination was noted and was noted to be the cause of the reported issue. Service replaced the downstream occlusion sensor to correct the reported issue. Service also performed a full preventive maintenance and functional test to pass. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump alarmed that the cassette was not properly attached with multiple cassettes. There was no patient present at the time of the event. There were no reported adverse events.